Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy a review of the device history record (DHR) ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. He aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 3. Contraindications do not use the aquabeam robotic system in patients who do not meet the indication for the system's intended use. 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bleeding section 8.32 states the following: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: · cautery followed by foley balloon catheter insertion. · under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation) · balloon catheter in bladder with bladder neck traction · balloon catheter in prostatic fossa: - inflate balloon with 5cc in the bladder - under trus guidance retract balloon into prostatic fossa - inflate balloon to 30-50% of initial prostate volume - apply mild traction on the catheter to hold the balloon catheter in place · balloon catheter in bladder, no traction c. Start cbi per hospital protocol. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bleeding as a potential risk of aquablation therapy and provides adequate instructions on how to achieve appropriate hemostasis. Based on the review of the information provided plus a review of the treatment log files, DHR and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Three (3) days prior to aquablation therapy, the patient ceased taking his blood thinner medication. Procept biorobotics corporation (procept) became aware that the patient was belly breathing significantly during the first treatment pass, which changed the aquabeam handpiece's position. The first treatment pass was stopped, and the anesthesiologist worked to have the patient sleep more deeply to avoid movement. Upon completion of the first treatment pass, the patient was intubated as he was still moving. Due to the time between the first and second treatment passes, the patient began to clot, and it was noted that fluid was not coming through the aspiration tubing on the aquabeam handpiece. Multiple troubleshooting steps were performed; however, the issue persisted. The treating surgeon felt that the patient's abdomen was slightly distended and subsequently decided to abort the full second treatment pass and went in with a loop. During hemostasis, there was a "significant" amount of bleeding and clots. The treating surgeon resected the fluffy tissue at the bladder neck and into mid-fossa and cauterized it per the instructions for use (IFU). The bleeding was still oozing significantly from all areas. The catheter was placed; however, the color was too red. The treating surgeon went back and removed almost all the fluffy tissue and cauterized on top of it. The catheter was once again placed in the fossa. The patient was transfused two (2) units of blood in the operating room. After the patient was out of the operating room, a complete blood count showed a hemoglobin of 7.5 g/dl, and the patient was hypotensive. The patient was transfused another two (2) units of blood and taken back to the operating room. The treating surgeon removed all remaining fluffy tissue and addressed the bleeding, so the patient had a clear catheter. Three (3) hours after leaving the operating room, the patient coded and lost his pulse. The patient was resuscitated, and it was found that his electrolytes were abnormal. The patient had a cardiac arrhythmia and was given vasopressor medication. The patient remained in the hospital, improving day to day; however, required dialysis. It was reported that the dialysis was stopped, and the patient was discharged during the week of (B)(6) 2024. No malfunction of the aquabeam robotic system was reported.